Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.